Event description:
It was reported to philips that the system was unable to perform exposure, image disk was full. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found a system issue where exposures couldn't be performed due to a full disk by running a database repair. The fse recreated database which resolved the issue initially. On further troubleshooting fse checked the system logfiles and found multiple occurrences of ¿startup of ip-pc not completed¿ and ¿no control network connection ippc - host¿, confirming issue with faulty network connection between host pc and ippc or faulty ippc. The fse found various dangling image and repaired them all. The fse checked with the nss and replaced the network cable with spare on-site to solve the dangling images issue. Fse followed up after few days and found more dangling images after checking the system logfiles. The fse again checked with nss and confirmed that the issue is with faulty ippc. To resolve the issue, the fse replaced the ippc, recreated image db and verified consistency test. The defective part was sent for analysis, for ippc, no malfunction was observed. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.